Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, duplicate address detected in station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the duplicate address was detected in the stations. The technical support specialist (tss) identified that the issue occurred after the upgrade to es 1.7. Tss confirmed that the issue was resolved after the customer unload and reload the medications in the affected drawers. The root cause of the issue was due to the cubie having a loose connection to the board and getting connected and disconnected multiple times and the subsequent failure detected a duplicate address, but the issue was more closely related to the software itself. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, duplicate address detected in station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.